Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Healthcare provider (hcp) reported that patient indicated the ins is "still shocking him", and it's causing more pain. Caller said pt can't turn therapy off, that he's not getting relief. Caller also said the controller is not working, that pt can't turn stimulation off. Advised caller to have pt call to troubleshoot further. Pt called (callback number asked, unknown) repeating he still feels the electricity. Pt did not have patient programmer pp and said pp would not turn ins off since friday. He said pp showed ins was off but he was still feeling the electricity. Pt said he was brought to the hospital by ambulance because of it.